Manufacturer narrative:
Insulin pump passed self test and displacement test. Software error found in the pump history (linenumber = 3508 and filenumber = 26) due to software error. Hardware low level failures confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) and pin 6 (sda) on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed software error detected and pump error. The customer's blood glucose value was unknown. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. The customer performed selftest but it was failed. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.